Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer visited to emergency room due to high blood glucose on (B)(6) 2019 as well as insulin pump had an under deliver alarm. Customer¿s high blood glucose value was 561 mg/dl at the time of incident. Customer¿s current blood glucose value was 400 mg/dl. Customer was treated with manual shot for high blood glucose in the hospital. Customer had a symptom like nausea, feeling dizzy and threw up. Customer was alleging the insulin pump because the customer¿s blood glucose reading was high even after blousing. The device will return for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.